Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd nexiva¿ closed IV catheter system saline lock leaked during use. D.1. Medical device brand name: bd nexiva¿ closed IV catheter system d.2. Medical device catalog#: 383536 d.2. Medical device lot#: 0051700 d.3. Medical device manufacturer: becton dickinson infusion therapy systems inc. D.4. Medical device expiration date: 2023-01-31 d.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson infusion therapy systems inc. G.5. PMA / 510(k)#: k183399 h.4. Device manufacture date: 2020-02-20

Event description:
It was reported that the bd nexiva¿ closed IV catheter system saline lock leaked during use. The following information was provided by the initial reporter: "saline lock in left ac was leaking. I went to take out saline lock, but the cannula tip was missing. I was unable to locate it. Cv surgery on call was paged and patient was assessed by md. He said he will order ultrasound."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-19. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photograph which displayed a 20ga winged adapter and y-adapter with two attached q-syte units. Through the evaluation of the photograph, the catheter tubing was observed to be cut or broken a short distance from the nose of the adapter. There is evidence of blood/media on the wings of the catheter adapter and on the inside threads of the q-syte. The reported issue was confirmed as the catheter broke/separated after placement. It is undetermined if this resulted due to a manufacturing error or if it took place in the user environment. The reported issue of leakage at the luer connection was also confirmed and was likely caused by insufficient tightening of the q-syte connector in the clinical setting after successful placement of the catheter and removal of the vent plug. The examination of the actual unit displayed approximately 2mm of tubing extending from the nose of the adapter. The loose piece of tubing was placed back into position to display the angle of the cut. At the area of separation, the edges are straight and slightly jagged, indicating the catheter tubing was cut by a sharp object. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system saline lock leaked during use. The following information was provided by the initial reporter: "saline lock in left ac was leaking. I went to take out saline lock, but the cannula tip was missing. I was unable to locate it. Cv surgery on call was paged and patient was assessed by md. He said he will order ultrasound."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd nexiva¿ closed IV dual port catheter system saline lock leaked during use. The following information was provided by the initial reporter: "saline lock in left ac was leaking. I went to take out saline lock, but the cannula tip was missing. I was unable to locate it. Cv surgery on call was paged and patient was assessed by md. He said he will order ultrasound."